Manufacturer narrative:
The nih pt ID number cannot be entered into the instrument manually, it must be entered by scanning a non-siemens generated barcode. The system barcode reader was checked and found to be clean. The connection was checked and found to be correct. Test barcodes read correctly. The barcodes in question had been thrown away, so they could not be tested by a siemens field engineer. A newly generated nhi ID barcode was scanned over 30 times form a flat barcode, and all scans were correct. When a barcode that had been placed on a container and had a slight curve to it, there was one error out of the 30 scans run.

Event description:
Customer reports that when scanning a non-siemens made barcode that is used to enter a unique nhi pt ID number for a urine sample into the instrument, it did not scan into the instrument as the same number on the barcode. There was no report of injury for this event.